Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced communication / transmission problem. Customer's blood glucose was unknown at the time of the incident. Troubleshooting was done. Customer was advised to monitor the insulin pump as status will update once the 48-hour warm up period completes. Nothing will be returned for analysis.